Event description:
MFR representative reports pt's ins system explanted due to infection. The device was explanted but has not been returned to the MFR for analysis. A follow up report will be sent when add'l info is rec'd.